Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump doesn't detect and activate the alarm for air on multiple occasions" was not confirmed. The pump was tested, and the air detector was found to be working properly. The intensity is set to low. The cause of the reported issue was unable to be determined. No further action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed to detect and activate the air-in-line alarm on multiple occasions during infusion. The reporter suspected the issue may have been due to a handling error, although it is unclear how an air bubble could have bypassed the activated air alarm. No adverse effects were reported.